Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor pins) has been confirmed. Upon investigation the monitor guide pins were missing and the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor that was damaged and reported being unable to communicate with an electrode belt.